Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020. E1 (sdy, hcp, rep): information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced short battery life and frequent charging. They also stated they felt overstimulation at night causing insomnia. They did not like the programming due to having to charge frequently and they would wake up with a dead battery. They did not get complete pain relief, had deep ache in the lower back especially at night or in certain positions. It felt like a vibration in low back down to the feet. The patient was reprogrammed. The outcome of the event was unknown. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the cause of the short battery life and overstimulation was not provided. The resolution was also unknown.